Event description:
It was reported that the sensors are not returning to zero-out when the sensor is off the finger. Afterwards, it gives incorrect numbers. No known impact or consequence to pt.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review was performed and revealed that this unit has been in the field for over six (6) months with no prior reported issues.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.